Event description:
A nurse reported that the system occluded during a cataract surgery before the sculpt phase. There was no patient harm. Additional information has been requested but not received to date.

Manufacturer narrative:
Evaluation summary: a company service representative examined the system and was unable to replicate the reported event. The system was then tested and met all product specifications. The product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date.